Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to shortness of breath and bradycardia. Undefined high impedance in both configurations, polarity switch and no capture was noted on the right ventricular (rv) lead. The lead was reprogrammed and then capped and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced an occlusion and this was discovered while attempting to implant a new rv lead. It was then decided to implant a leadless ipg instead.